Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 3. Reference MFR report #1627487-2015-14928 and MFR report #1627487-2015-14929. Note: the patient received two device 3 leads from the same lot number. It was reported the patient has stimulation but it is not providing effective stimulation therapy. The patient's system was explanted.

Event description:
Device 1 of 3. Reference MFR report #1627487-2015-14928 and MFR report #1627487-2015-14929.